Event description:
Foreign distributor reported an issue with this freestyle meter. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was selectable and set to mg/dl. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Meter is inoperable. Customers and retailers have been informed through the adc fa16may2006 letter.